Event description:
Event description guidant received information that this implantable pacemaker (ipm), one day post implant, had no ventricular capture at 7 volts, and was unable to sense ventricle events at a 3.0mv setting. When the device sensitivity was programmed to .5mv to 2.5mv, oversensing of atrial events occurred.